Event description:
It was reported that biological contamination was found on the bd¿ biggy agar plate before opening the packaging. There was no report of user or patient impact. The following information was provided by the initial reporter: "the customer received the plates 255002 (batch 1228904) with contamination. Customer doesn¿t know if it¿s fungical or bacterial. The wrapping is not opened and they stored the plates in the fridge."

Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint against biggy agar, catalog number 255002, lot number 1228904. Event description: it was reported that the plate was found to be contaminated. Complaint history review: complaint history of the affected batch and catalog number was reviewed for the past 12 months. There were no similar complaints registered. Therefore, a trend could not be identified. DHR review: the bhr was reviewed. No deviations from validated processes were registered. Furthermore the affected batch met all required release specifications and no deviation was registered during qc release testing. Sample analysis: picture sample was provided showing black spots on the side of the plate. It is unclear if the black spots are on the inside or on the outside of the plate. The retain samples were reviewed and a deviation was not detected. Investigation conclusion: aseptic manufacturing processes are unable to guarantee sterility of the given product. Since a 100 % inspection is not possible for aseptic products, sterility testing carried out on the basis of a representative sample. Therefore, occasional contamination cannot be prevented. Nevertheless, to improve customer experience, an interdisciplinary team was founded to further reduce the occurrence of these subliminal contaminations. Effectiveness checks indicate a significant improvement to the situation caused by the triggered actions. Bd will continue to monitor incoming complaints for similar defect types. The provided pictures show black spots on the plate which may be an outcome of a check mark with a marker pen. However, as per the pictures it could not be verified whether the spots came from a marker pen. Evaluation results: based on the internal investigation and the provided pictures, the complaint was confirmed for foreign matter. The reported contamination could not be confirmed based on the provided pictures. A definite root cause for the foreign matter could not be detected. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that biological contamination was found on the bd¿ biggy agar plate before opening the packaging. There was no report of user or patient impact. The following information was provided by the initial reporter: "the customer received the plates 255002 (batch 1228904) with contamination. Customer doesn¿t know if it¿s fungical or bacterial. The wrapping is not opened and they stored the plates in the fridge."